Event description:
Baxter mexico reported that "the equipment don't prime when the equipment was connected at the machine". The machine indicated a check lines and bags alarm. Per affiliate, no patient injury or medical intervention was associated with this incident.